Event description:
This case, reported by a parent concerns a pt. The pt's medical history was not provided. It is unknown whether pt was taking any other medications. The pt is receiving insulin lispro (humalog) on a sliding scale, 18 units in the morning and 20 units in the evening of human insulin isophane suspension (humulin n), and 9-18 units in the morning on a sliding scale of human regular insulin (humulin r) via a pen injector device (humulin ergo teal/opaque, lot# unk). The pt has used eight humapens over the last 1.5 years and the pt's family member believes the humapens are very inaccurate. They often skip and do not dispense insulin consistently. Rptr and other family members have tested the humapen by injecting insulin in a glass and then withdrawing it with a syringe. They all consistently saw different quantities present in the syringes and determined that the dosage of the pen was inaccurate. The patient has experienced very high blood glucose levels over the last year and a half with values of 17-25 (mmol/litre) and has been hospitalized over 10 times (admitted 7-8 times). The patient's dose had been regularly increased with no improvement. However, there was significant improvement in their levels at the hospital when they used syringes with the same dosage. They have been using syringes for 4.5 days and have seen a significant improvement in results. The humapens have been stored in the refrigerator and noticed condensation when removing the pens from the fridge. They have a total of six pens which they will return to the company. On 07-mar-2003, two humapen ergo devices (model number m58335) were returned to the company for analysis, lot#a1405 (cid171045/cid171050) and lot#a1358 (cid 171047). Both were returned with a clear cartridge holder, lot#ce, attached to a teal/opaque pen body. Four other humapen ergo devices are expected to be returned (cid 171078, lot#' s unknown) but have not yet been received. Pharmaceutical delivery systems (pds) initial analysis comments on 10-mar-2003: investigation in progress for cid171045 and cid171047. Contents of the complaint narrative suggests that device (cid170078) may have had both engagement tabs broke. However, this cannot be confirmed without the device. In the event that this device is returned, it will be evaluated to determine if a reportable malfunction/near incident had occurred. Update 07-mar-2003:additional information received on 07-mar-2003 from qc. Added two additional suspect devices and details of all 3 device investigations. Update 10-mar-2003:added manufacturer initial analysis comments. Update 11-mar-2003:removed comments from the "final results/conclusion" field. Ammended wording in preliminary comments.